Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that syr abg preset 3(1.6) ll 23x1 eclipse bz had a short needle and low vacuum. This was discovered during use. The following information was provided by the initial reporter: ser.gas.03ml 23g c/disp.c/100, presented the following characteristics: short needle; low vacuum, not pulling blood properly;

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syr abg preset 3(1.6) ll 23x1 eclipse bz had a short needle and low vacuum. This was discovered during use. The following information was provided by the initial reporter: ser.gas.03ml 23g c/disp.c/100, presented the following characteristics: short needle; low vacuum, not pulling blood properly.